Manufacturer narrative:
On 7/27/2016 a medtronic representative went to the site and tested the system. She found the camera was not seeing instruments when in the center of the tracking view. There seemed to be a "blank spot" in the view. When instruments were moved to the left, right, up, or down of center, all things came back into view. Increasing or decreasing distance to the camera did not fix the issue. The system camera/position sensor unit (aka psu) was replaced and returned. System was fully functional during testing after camera replacement. Analysis of suspect camera/psu as follows: manufacture date feb 2013. As received, the psu had firmware revision 12 and dirty lenses. As is, the psu was able to track through the volume without issue. The psu passed an accuracy test at .32 mm with a passing threshold of .35 mm. The psu firmware was then upgraded to revision 14 and the lenses cleaned. The psu then passed an accuracy test at .27 mm with a passing threshold of .35 mm. No problem found. The psu has not been previously returned for a failure. Reported issue could not be replicated. Unable to determine probable cause without further information. Suspect dirty lenses caused or contributed to the reported event.

Event description:
A medtronic representative reported that during a cranial resection the user experienced difficulty verifying multiple instruments. The verification was intermittent for at least two instruments. Spheres were changed. Issue persisted. Case was completed with the use of the navigation system. No patient harm.